Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor smooth round moderate plus profile 375cc, catalog number 3502375. (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with saline mentor smooth round moderate plus profile 375cc presented with lower and lateral bilateral implant displacement and deflated right side implant. The patient underwent bilateral capsulorrhaphies, bilateral capsulectomies, bilateral removal and replacement with mentor memorygel breast implant 400cc, catalog number 3504004bc, serial number (B)(4) (r) and mentor memorygel breast implant 350cc, catalog number 3503504, serial number (B)(4) (l) on (B)(6) 2018. This report is for the left side.

Manufacturer narrative:
Device code "migration" was erroneously indicated in the initial report as a patient experience. Mentor has determined that ruptured breast implants are more prone to contribute to device migration due to enlarged breast pockets. (B)(4).

Manufacturer narrative:
(B)(4) was mistakenly omitted from the report submitted on 11/27/2018. (B)(4).

Manufacturer narrative:
Additional information received on 10/19/2018 indicated the concomitant product for this device is a saline mentor smooth round moderate profile 275cc, catalog number 3501640, lot number 5968169. (B)(4).